Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(6). (B)(4). External insulation abrasion was noted at 29.3-30.8cm, 32.3-33.2cm, and 34.0-35.5 from the connector pin, consistent with lead friction to another device. The silicone insulation was intact at these locations.